Manufacturer narrative:
Concomitant medical products: 4598-88 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for pacing impedance. The impedance was noted to be consistent with historical trends. The lead remains in use. No patient complications have been reported as a result of this event.